Event description:
It was reported during surgery, "when the screw extractor was used to extract acutwist screw, it didn't fit the screw well and the tip of the screw extractor broke. Moreover, it pierced through. The surgeon made another skin incision and remove the acutwist. The broken pieces of the screw extractor were removed from the patient's body." The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00632 and 3025141-2023-00633 for the screw extractor and a screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for 30mm acutwist® acutrak compression screw (part number ai-0030-s, lot number 453555). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.